Event description:
During routine testing of the device at the service center, the quality technician reported that the lower housing displayed signs of fluid ingress. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.